Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 49. This condition had the potential to interrupt delivery. It is unknown when this event occurred or what department the event occurred in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Additional information: a device history review was performed and no abnormality was observed in the manufacturing of this device.